Manufacturer narrative:
Per additional information received, bd has determined that this MDR event is not reportable. H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that as they started therapy and just added water to the arctic sun device, they received low flow alert. Large arctic sun gel pads were used on the patient. Mss discussed proper connection technique and expected flow rate. It was later reported that the device stabilised at flow rate of 3.0lpm. Per follow-up with nurse on (B)(6) 2020, it was confirmed that the patient completed therapy and there were no notes of further issues.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.

Event description:
It was reported that as they started therapy and just added water to the arctic sun device, they received low flow alert. Large arctic sun gel pads were used on the patient. Mss discussed proper connection technique and expected flow rate. It was later reported that the device stabilised at flow rate of 3.0lpm.